Event description:
Initial info received from a physician on 17-aug-2010: a physician reported a couple of patients who experienced a feeling of "lock jaw" for a couple of days after injection with poly-l-lactic acid (sculptra, lot # and exp date unknown). No concomitant medications or medical history reported. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment 20-aug-2010: reporter reported a couple of patients, who experienced 'lock jaw' after sculptra injections. There is no specific info for each patient and clinical details about each incident. A causal assessment is limited at the present time. Add'l info has been requested.